Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports the revision surgery for replacement due to the loosening of the stem. This pc reports the re-revision surgery due to the loosening of the cup and the stem. It was reported that on (B)(6) 1996, the primary surgery was preformed via tha with centralign from zimmer and an unknown cup. The surgery was completed successfully without any surgical delay. The event date is unknown. On (B)(6)2001, the revision surgery was performed to replace the head and the stem to elite. The surgery was completed successfully without any surgical delay. The re-revision surgery was scheduled on (B)(6) 2023 to replace the stem in question and the head in question to corail and pinnacle due to the loosening. The event date is unknown. No further information is available.